Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: two photos were received and evaluated. The photos depicted a portion of 1ml ll syringe with customer¿s needle attached. A small piece of slightly oval foreign matter was observed to be apparently embedded in the barrel wall outside of 0.5ml marking. The size of the fm was difficult to measure based on the photo provided. It was likely around level 3 in size, but without physical sample or additional photos it was not possible to measure. Likewise, the fm had the appearance of embedded micro air bubbles or void. However, without the physical sample or additional photos, the nature of the fm could not be determined. Investigation conclusion: no corrective actions are necessary based on the defective rate identified. Batch 9036988 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the embedded foreign matter defect is associated with the molding.

Event description:
It was reported that syringe 1ml ll w/o dn contained foreign matter the following information was provided by the initial reporter: "it was reported that physician saw a spot inside the syringe. Description: after dose was prepared, physician saw a spot inside syringe so did not want to use dose. The was returned and examined by regeneron qa and qc. The analysis determined the "spot" was embedded in the syringe wall and therefore was not in the flow path of the liquid contained in the syringe."